Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a tricuspid valve replacement procedure the right ventricular (rv) lead had to be cut out because it was tangled in the valve. The lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.